Event description:
It was reported that during an appendectomy procedure the device did not fire the first staple, after that, it engaged and when the surgeon tried to fire, some staples engaged. No patient consequences were reported. Device will be returned.

Manufacturer narrative:
Date sent: 10/31/2007. Eval summary: the analysis results for the el5ml device found that it was returned with the cam broken on both sides. The device was cycled and ejected the remaining clips due to the cam condition. We have documented the circumstances as they were reported to us. In addition, an investigation has been initiated to determine the cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.